Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 13-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving gablofen (at a concentration of "500" and a dose of "35") via an implanted infusion pump. The indications for use included intractable spasticity and cerebral palsy. It was reported that the patient was discharged after surgery for a normal pump replacement for elective replacement indicator (eri). After the patient went home, symptoms started including itchiness and jumpy legs. The patient was brought back to the hospital and a bolus was given for troubleshooting purposes. The patient remained in the hospital and was being monitored to see if this fixed the issue. It was unknown if the issue was resolved at that time. On (B)(6) 2019 it was noted that the patient didn't respond to an increase in daily dose or a single bolus. The patient was brought back to the operating room (or) and the spinal portion of the catheter was replaced. The reservoir was refilled with a new 500ml gablofen refill kit. The patient responded well and was discharged to home. There were no known environmental, external, or patient factors that may have led or contributed to the issue and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.